Event description:
Reporting rejected product due to adapters not fitting properly. Too loose.

Manufacturer narrative:
H3: the device was returned for evaluation. Visual inspection and measurement confirmed that the sterile drain bag contained a male adapter that was out of tolerance, which could lead to fitment issues. No other anomalies were noted on the unit. The device history record (DHR) was reviewed and did not reveal any abnormalities in the manufacturing process. At this time, this appears to be an isolated incident, as no similar complaints have been reported for this product. As the root cause could not be determined through the quality assurance investigation, the issue has been escalated for further evaluation by a subject matter expert (sme). Manufacturer reference file: (B)(4).